Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to high pacing thresholds and a lead dislodged confirmed on x-ray. A new vessel was attempted using the same lead and upon closing the pocket diaphragmatic stimulation was noted as well as higher pacing thresholds and loss of capture in the unipolar configuration. The procedure took longer than expected and the lead remains implanted will a follow up planned. The device was reprogrammed to rv only. No additionally adverse patient effects were reported.